Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor device had no rotation. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was reported to have occurred during the month of (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had no rotation. The assignable root cause was determined to be due to a worn motor due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.